Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in emergency medical services due to low blood glucose level on unknown date. Customer's blood glucose values were 47 mg/dl and 55 mg/dl at the time of the incident. The customer's another blood glucose level was 60 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.